Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries was evaluated and replaced. The charging pcb assembly was calibrated to the optimal charging voltage. The system was tested and found to be working as intended and returned to service.